Event description:
It was initially reported that the pt was experiencing shortness of breath with exertion. He also reports that he feels his throat is constricted all the time, which has been occurring over the last 6 months. He does not have any problem swallowing or eating. The pt has improved his seizure control with vns and physician would like it to improve even more, but she is afraid to go up on the settings because of the problems pt is complaining of. The physician has indicated that she would like to replace the leads to see if this helps the situation. The physician did not want to adjust the pt's settings at this time. Good faith attempts to obtain additional information have been unsuccessful to date.